Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the abdomen in on (B)(6) 2018. The patient stated they work in a hospital and a doctor made an incision at the sensor insertion site to remove the detached sensor wire that resulted in having the area stitched together after on (B)(6) 2018. At the time of contact, the patient was doing fine. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.